Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on an unknown date with blood glucose level of over 500 mg/dl. The customer was assisted with troubleshooting. Customer¿s other relevant blood glucose vale was in between 400 mg/dl to 500 mg/dl maybe due to insulin pump errors or insulin sensitivity. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer experienced symptoms such as seizure, congestive heart failure and early onset of impaired dementia. Customer did not mention any treatments related to high blood glucose level. Customer also reported that they were in alcohol abuse treatment center and was determined to have seizure and high blood glucose level over last several months. Customer was unable to complete carelink upload. Customer stated that the insulin pump rewinds louder and had non specific error codes since last 6 months. The insulin pump will not be determined for analysis.